Manufacturer narrative:
Block e1 (initial reporter phone): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy for variceal banding procedure performed on (B)(6) 2025, for the treatment of varices. During the procedure, the bands would not deploy. Upon removing the endoscope for inspection, it was observed that the third band moved, and it was stuck under the first and second bands. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.